Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material, mfg records, storage records, and distribution records according to the descriptions of the product. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state, and operating procedures. Based on record review of all available info, it is determined the transition 6.5 mm pedicle screw design conforms to all applicable standards and there was no deviation in the mfg process. There is not indication that the issue was a result of product defect or malfunction.

Event description:
Pt underwent original surgery on (B)(6) 2010. Pt returned and mentioned some low back pain, this after being involved in an automobile accident. X-ray was taken (B)(6) 2011 and revealed a broken screw at l3 level. Pt underwent revision surgery on (B)(6) 2011 to remove broken l3 screws on left and right side.